Manufacturer narrative:
H10 ?device evaluation: one pneupac ventilators (parapac plus) was returned for investigation in used condition. The battery cover was found to be damaged. During power up/ initial boot up sequence, all the indicator lights came on around the manometer. Gas was then supplied to the input, and the ventilator was found to be cycling and delivering to the test lung in the expected manner; the manometer was showing the changes in pressure. The ventilator also passed the lock-off leak test. The function switch was toggling between the three modes consistently. From a functionality standpoint, no issues were found with the ventilator. The drop/impact to the battery cover reported by the customer was confirmed however. The damage was attributed to the customer. A user issue was therefore established as the root cause of this issue.

Event description:
It was reported that a smiths medical ventilator was drop and wont power on. No adverse patient effects were reported.